Manufacturer narrative:
Per biomedical engineer, the backup alarm failure occurred in the biomed shop during pm board upgrade. There was no patient involvement. The issue has been resolved by replacing the power management (pm) board. And the device is in use now. Based in this information, the complaint no longer meets reportability requirements. This was reported in error through MDR#- 2031642-2021-05230.

Event description:
The customer reported that a ventilator had a backup alarm failure (ec 1104). It is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. Further information is pending.